Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer was unable to provide the amount of insulin that the cartridge was filled with; however, reported filling the syringe completely. During troubleshooting with tandem technical support, the customer reloaded the cartridge and received an accurate fill estimate. There was no reported impact to the customer's blood glucose level.